Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 freeline solo (B)(4) glucose therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis. Remedial treatment and cause were not reported. It was unknown if the event of peritonitis resolved or whether dianeal pd4 freeline solo (B)(4) glucose therapy was ongoing. The nurse did not provide an assessment of causality for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4). The cause of the reported condition of peritonitis is undetermined.